Event description:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated that the bed moved unintended. No patient involvement and no injuries were reported.

Manufacturer narrative:
An arjo representative visited the customer to inspect the device. The inspection revealed that the bed displayed the code e300 - the button remains pressed. The head end control panel was replaced. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
During the device inspection performed by an arjo representative it was found that the button, located on the side rail control panel, remained pressed. It was detected by the bed as the e300 error code displayed by the device. The troubleshooting section in the device technical documentation implies that whether the error code e300 is displayed on the control panel, the control button was pressed for more than 90 seconds. The instructions for use for the enterprise 9000x (document number: (B)(4) ) includes the following information related to error code e300 and the maintenance of control buttons: ¿if a button is held down for more than 90 seconds, the function will be automatically inhibited until the button is released.¿. ¿remove pressure from control button. If error code does not clear call an arjo-approved service agent.¿. ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly.¿. Based on the investigation findings and the complaints analysis, the e300 error code was displayed because the control button was stuck in an activated position, which led to unintended movement of the bed. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). This is consistent with the information received from the sales and service department (ssu) and the statement that the side rail was damaged by the user. To sum up, there is no indication that the device was used with a patient when the event occurred. The device failed to meet its performance specification due to found malfunction. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.